Event description:
It was reported that the customer had received a new insulin pump. Customer stated that he had a low blood glucose level a week ago and was also in a car accident. Customer forgot to change the time. Customer's current blood glucose level was 158 mg/dl. Customer was assisted with programming the time in the pump. No further details given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.